Manufacturer narrative:
D10: (B)(6)- 02-020-13-0215 - truliant cr cem fem cr cem left sz 1.5; (B)(6) - 02-022-45-1505 - truliant tib fit tray cem sz 1.5f / 0.5t; (B)(6) - 02-022-51-1511 - truliant tib imp crc insert sz 1.5, 11mm; (B)(6) - 02-029-90-4300 - sterile packed short headed pin; (B)(6) - 200-07-29 - advanced patella 29m 3 peg implant; (B)(6) - 521-78-23 - threaded pin size 2.3 collared 2pk; (B)(6) - 521-78-23 - threaded pin size 2.3 collared 2pk; (B)(6) - 521-78-32 - threaded pin size 3.0 collarless 2pk; (B)(6) - 521-78-36 - threaded pin size 5.1 collarless 2pk; (B)(6) - a10012 - gps implant kit v2. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial total knee replacement on the left side. Subsequently, the patient underwent an arthroscopic procedure for the removal of cement. The surgeon noted that excess cement was accidently missed at time of initial implantation. It did not migrate; pain localized to the lateral gutter (where cement noted) proved with a us guided injection. The cement was just lateral to the tibial tray deep and lateral to the lateral edge of the patellar tendon, anterior to the lcl. No further impact to the patient was reported. No other information is available.